Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was explanted about 1 week after implant due to infection. The infection cleared up shortly after explant. He had no residual effects. It was reported that the product was not sterile enough.